Event description:
It was reported that a user could not access the unlock button on the ilet display, and during the call the agent advised reconnecting after a shower and deferring a pending firmware update until glucose returned to range; the user¿s blood glucose was 366 mg/dl. Symptoms included hyperglycemia. Outcomes included temporary interruption of normal device interaction and patient-directed reconnection and stabilization prior to update. Investigation included remote troubleshooting and education to reconnect the system and verify firmware availability. Investigation of this case revealed a screen interaction issue coinciding with recent disconnection from the ilet and the presence of a pending firmware update, with no injury reported. It was concluded, based on previously established findings for similar reports, that the cause was user-device disconnection with transient high glucose, resolved through reconnection and planned firmware update.